Event description:
Getinge became aware of an issue with one of our accessories - 115080a0 - stationary transformer used with 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. According to the device evaluation, the table had no power. The 3 charging boards had red lights on and dc output voltage was only 10v. Following unplugging and reinstalling the battery, there was only a temporary improvement. After a few minutes, the alarm continued to sound and the red lights on the charging boards reappeared. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, d1 brand name, d4 version or model#, d4 serial#, d4 unique identifier (UDI)#, h3a device evaluated by manufacturer, h3b device not eval provide code, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns - 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. According to the device evaluation, the table had no power. The 3 charging boards had red lights on and dc output voltage was only 10v. Following unplugging and reinstalling the battery, there was only a temporary improvement. After a few minutes, the alarm continued to sound and the red lights on the charging boards reappeared. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our accessories - 115080a0 - stationary transformer used with 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. According to the device evaluation, the table had no power. The 3 charging boards had red lights on and dc output voltage was only 10v. Following unplugging and reinstalling the battery, there was only a temporary improvement. After a few minutes, the alarm continued to sound and the red lights on the charging boards reappeared. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur. Previous d1 brand name: magnus operating table system. Corrected d1 brand name: stationary transformer unit. Previous d4 version or model#: 118001b1. Corrected d4 version or model#: 115080a0. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Previous d4 unique identifier (UDI)#: (B)(4). Corrected d4 unique identifier (UDI)#: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: n/a. Previous h4 device manufacture date: 12/14/2023. Corrected h4 device manufacture date: n/a.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 115080a0 - stationary transformer used with 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur.according to the device evaluation, the table had no power. The 3 charging boards had red lights on and dc output voltage was only 10v. Following unplugging and reinstalling the battery, there was only a temporary improvement. After a few minutes, the alarm continued to sound and the red lights on the charging boards reappeared. The charging voltage regulator (part no 9701703) was found to be defective and replaced. Following the functional testing, the device was cleared for use and returned to service.based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since the device malfunction was not confirmed, it was determined that the getinge device failed to perform according to its specified functions.a review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator.two weeks prior to the adverse event, a similar malfunction of the affected device was reported, where the charging voltage regulator (part no. 9701703) was replaced to resolve the issue. However, since the malfunction recurred, the affected part was returned to the manufacturer for detailed analysis. A thorough inspection could not be performed due to shipment-related issues. The incorrect storage of open electronic components in a non-electrostatic discharge safe environment poses significant risks to their functionality and lifespan. In this instance, the electronics were stored in a standard cardboard box with a plastic bag in direct contact with the components, creating multiple hazards. Electrostatic discharge (esd) was a critical risk, as ordinary plastic bags lack dissipative properties and can retain electrostatic charges. Contact with sensitive circuitry could lead to uncontrolled discharges, permanently damaging microchips. Additionally, conventional plastic bags provide no protection against moisture, leaving components vulnerable to condensation-induced corrosion on contacts and conductive pathways. Exposure to open storage conditions also allowed dust and particulate contamination to accumulate on circuit boards, increasing the likelihood of short circuits or insulation failures. Furthermore, the absence of adequate cushioning or protective packaging exposed the components to mechanical damage from impacts or pressure during handling. Improper storage can distort the original failure signature of electronic components. If a malfunction occurs, it becomes impossible to definitively determine whether the issue stems from the original defect or storage-induced damage. This complicates troubleshooting and may lead to misdiagnosis or incorrect conclusions.in summary, and as a result of delivery-related issues, the reason for the device malfunction could not be identified.we currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.the correction of b5 describe event or problem, h6 medical device ¿ problem code, h6 component codes fields deems required. This is based on the internal evaluation and the additional information that has been received.previous b5 describe event or problem: getinge became aware of an issue with one of our accessories - 115080a0 - stationary transformer used with 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. According to the device evaluation, the table had no power. The 3 charging boards had red lights on and dc output voltage was only 10v. Following unplugging and reinstalling the battery, there was only a temporary improvement. After a few minutes, the alarm continued to sound and the red lights on the charging boards reappeared. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our accessories - 115080a0 - stationary transformer used with 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur. Previous h6 medical device ¿ problem code: activation, positioning or separation problem/positioning problem/positioning failure/1158, electrical /electronic property problem/battery problem//2885, electrical /electronic property problem/charging problem//2892 corrected h6 medical device ¿ problem code: activation, positioning or separation problem/positioning problem/positioning failure/1158, electrical /electronic property problem/charging problem//2892previous h6 component codes: electrical and magnetic/battery//420, electrical and magnetic/circuit board//427 corrected h6 component codes: electrical and magnetic/battery charger//g02003, electrical and magnetic/circuit board//427

Event description:
Getinge became aware of an issue with one of our accessories - 115080a0 - stationary transformer used with 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1i event site telephone: (B)(6).

Event description:
Getinge became aware of an issue with one of our columns - 118001b1 - hybrid or table column, surface-mounted. As it was stated, the procedure on the anesthetized patient was interrupted as both the remote control and the override panel were unavailable. The operation continued on the affected table and the patient did not have to be transferred to another room. According to the device evaluation, the table had no power. The 3 charging boards had red lights on and dc output voltage was only 10v. Following unplugging and reinstalling the battery, there was only a temporary improvement. After a few minutes, the alarm continued to sound and the red lights on the charging boards reappeared. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel during procedure, was to reoccur.